Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: the black box shows the pump was manually suspended on (B)(6) 2016 17:57 and manually resumed at (B)(6) 2016 14:59. For testing purposes a prime and fill cannula sequence was completed and were accurately recorded in the pump history. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was noted to be discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 466 mg/dl with moderate ketones, extreme drowsiness, blurred vision, abdominal pain, extreme thirst, excess urination, symptoms of dehydration, shortness of breath, chest pain, difficulty waking up, confusion, nausea, and vomiting. The reporter noted the patient was treated in an emergency room and was treated by removing the patient from pump therapy and was not treated with insulin, they resumed pump therapy, and the pump¿s basal rate settings were recently changed by a healthcare provider. It was reported the patient suffered from thyroid disease which may have contributed to the reported health event. This complaint is being reported because the reported health event was attributed to an alleged device malfunction of unknown cause.